Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d9, h2, h3, h4, h6, h10 and h11 for updates. The device was returned to olympus for evaluation but there was no customer's allegation. Clarification found on dd-008041 was not confirmed (image issues). In addition, new damages/defects were observed: unit received found separate cable from rear cover. Based on the results of the investigations, the probable cause of the complaint is cause traced to component failure, without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image issues. There were no reports of patient harm.

Event description:
It was reported, the camera head had image issues. There were no reports of patient harm.

Manufacturer narrative:
Follow ups were made to gather additional information however, were unsuccessful as no additional information was received from the customer other than stating "all I know is that they were having image issues". No further information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.